Event description:
Plaintiff alleges severe and irreversible latex allergy, risk of anaphylactic reaction. Also alleges severe emotional distress and an inability to engage in her normal activity. She alleges suffering physical injuries including but not limited to hives, wheezing, hand dermatitis, runny eyes, runny nose, dizziness, flu-like symptoms, and other physicial injuries, as well as great despair and loss of enjoyment of life.